Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm. The pump functioned properly. The pump was received with intermittent button response due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 308 mg/dl. The customer stated that his blood glucose have been high all day. The customer stated that his insulin might have gone bad. The customer stated that he gave himself a 25 unit bolus and his sugars did not go down as much as he thought. The customer stated that the up and down buttons on the pump are not working correctly. The customer will be sent a replacement pump.